Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor (gold). Unable to perform the occlusion test or no delivery test due to prime anomaly. Pump passed the displacement, rewind, basic occlusion, unexpected restart error, self-test and currents tests. Pump had broken battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm.